Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, episodes of post paced t wave oversensing was noted on the device. Technical support provided reprogramming recommendations to resolve the event. The device was reprogrammed successfully. The patient was stable and will continue to be monitored.